Event description:
The treating doctor reported the patient had symptom of teeth loss (1.2, 1.1, 4.2, and 4.6), implants will be placed later on. No additional information.

Manufacturer narrative:
Potential root cause not identified. Align's clinical review indicates that the records showed a distorted panoramic radiograph limiting evaluation of anterior bone levels. Tooth 4.6 showed bone loss to the apical level with furcation involvement. Scan photographs indicated calculus accumulation on the lingual surfaces of the lower incisors and multiple teeth with gingival recession, consistent with inadequate oral hygiene and a generally periodontally compromised condition. The patient completed 18 aligners. There is no conclusive evidence provided that supports or opposes whether the product caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had disability or permanent damage, and the product was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.